Event description:
According to the reporter, after a matrix procedure was completed, the consultant was removing the polyaxial head from the bone screw with the removal tool. He first noticed metal shavings coming off the screw at the proximal end of the instrument, and the metal appeared worn down. This happened on the back table while cleaning up. Patient had already been taken from the or. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation stated that the supplier evaluated the returned product and found that the instrument was visibly damaged on the non-hex end of the 03.632.045.2 (threaded inner shaft). The tip of the 03.632.045.1 appears to be damaged inside; it appears to have metal deposits inside the diameter. Additionally, on the tip geometry the print appears to be compressed or bent inward. The product was made to print and functional through acceptance at synthes. Parts conformed to specifications at the time of manufacturing. Based on the evaluation performed by the supplier and on the fact that the damaged portion of the product makes physical dimensional verification impossible, this complaint is deemed indeterminate from a manufacturing position. Product development evaluation noted during visual observation that the distal tip of the inner shaft has significant radial scoring marks. The distal tip of the outer sleeve was permanently deformed inwards where the instrument has a snap-fit engagement with the collet. In addition, the cannula at the distal tip shows a radial scoring pattern which matches the damage seen on the inner shaft. The damage to the instrument is consistent with an improper assembly technique, which was successfully replicated during this product development evaluation. When the matrix head removal tool is not properly aligned between the its cl axis and the poly-axial head's cl axis, it can cause the collet retention features to deflect inwards with respect to the instrument's cl axis. This deflection is, in effect, a partially engaged state in which the tool has not properly assembled to the poly-axial head. When the instrument's thread mechanism is advanced, it causes unintended contact between the deflected collet retention features and the inner shaft. Depending on the severity of the axial misalignment, the contact can result in significant damage to the instrument if it is forced to advance. The returned instrument shows no deficiency with respect to function or design, with exception to the noted damage. The matrix technique guide as well as other product support information fully illustrates the proper method of attaching and detaching poly-axial heads from a matrix head removal tool. Evidence indicates an improperly aggressive technique exceeding the design intended limits, was the cause of the failure. However, since the assembly technique and instrument implant alignment was not observed, the complaint must be rendered indeterminate.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)